Manufacturer narrative:
The cartridge was not returned to nxstage for evaluation. The exact cause of reported dialysate leak cannot be determined. Investigation of similar reports concluded that the leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. The user guide includes the following warning. "The nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved. " nxstage has initiated a voluntary recall of the affected cartridge lots. The facility staff inadvertently sent the cartridge to the patient's home after being notified of the recall. No permanent serious injury occurred. The event has been reviewed with facility staff.

Event description:
It was reported that excess fluid was removed during a routine hemodialysis treatment. Three hours into treatment the patient reported feeling weak, with low blood pressure, and leg cramping. A bolus of 1.5l normal saline was administered. The patient's bp increased to 70/50. Treatment was discontinued. Once the patient was disconnected, clear fluid was noted leaking from the cartridge. The next day, the patient's weight was reported as 2kg under his dry weight. No other medical intervention was required.